Event description:
It was reported that the ilet bionic pancreas was dropped and became unusable, with a broken or cracked screen consistent with a device fracture of the touchscreen; the patient was not injured, glucose levels were stable, and the device could not sync because the paired phone was unavailable. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or a third party. Investigation of this case revealed a stress-related problem affecting the touchscreen component that fractured following the drop. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.